Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Meter and test strips were returned and the meter passed testing. The test strips were tested and it was noted that gave an error 4 using that subject test strips. The 510 (k) # is k093745.

Manufacturer narrative:
Follow-up # 1 (09/07/2011) - device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on august 10, 2011 the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed, however, secondary issue was noted: on performance testing with control solution error 4 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) alleging inaccurate readings on their one touch verio pro meter. The patient mentioned that they obtained a 244 mg/dl and a 291 mg/dl within 20 minutes from one another. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The product was replaced. The complaint is being reported since the readings are greater than 15%.